Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached initial pc400 coils into the target vessel using a px slim delivery microcatheter (px slim). While deploying the last pc400 coil, the physician retracted the coil in order to reposition it; however, it became stretched and then unintentionally detached within the px slim. The physician did not encounter any resistance while advancing or retracting the last pc400 coil through the px slim. The px slim containing the detached pc400 was then removed from the patient and the procedure was completed at this point with no additional coils needed. There was no alleged deficiency with the px slim. Additionally, there was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The embolization coil was detached from the pusher assembly and the stretch resistant (sr) wire was fractured. Conclusion: evaluation of the returned device revealed the sr wire was fractured. Although the physician reported no resistance was felt while retracting the pc400, sr wire fractures typically occur as a result of retracting the device against resistance, and may cause the embolization coil to become stretched and detached. The introducer sheath, embolization coil, and the px slim mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.